Manufacturer narrative:
During power up, the unit received pump error 43 during testing. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self test due to the pump error 43. Thump software was utilized and downloaded trace/history files properly. In further full review in the pump error 43 alarm on (B)(6) 2025 13:45:44.000 hour for alarms that may have occurred in the past and line number 752 file number 121 (B)(6) 2025 13:45:46.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor sensor cable during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, label damage. In conclusion, pump error 43 during testing and pump error 43 in the pump history confirmed due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 43(an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was able to clear the alarm but was unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested, and the customer response was that the device would be returned.